Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, high atellica im ca 19-9 results on a patient. Siemens has completed the investigation. There is no patient sample available for further evaluation. Based on the information provided, the expected values section of the atellica im ca 19-9 instructions for use (IFU) ((B)(4)) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The cause of the elevated results observed by the customer with this one sample when using atellica im ca 19-9 reagent lot 466 is unknown, however siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified, and the customer is operational. As part of troubleshooting, the patient sample was also tested for ca 19-9 at another hospital with an atellica im system and with the same alternate ca 19-9 test method. A similar difference of results was obtained between the two methods. The instructions for use (IFU) states the following in the intended use section: "the test is intended for use as an aid in monitoring patients previously treated for gi cancer. Serial testing for ca 19-9 in the serum of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of gi cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instructions for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The assay is performing within specification. No further evaluation of the device is required. MDR 1219913-2020-00315 was filed for the same event.

Event description:
A false high atellica im ca 19-9 result was obtained on a patient sample and considered discordant compared to a lower alternate ca 19-9 test method result. The laboratory performed repeat testing of the same sample on another atellica im system, resulting high. Additional testing of the patient sample was performed at an outsourced laboratory with an alternate ca 19-9 test method, resulting lower. The alternate laboratory ca 19-9 test result was reported to the physican(s) as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 results. .